Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a duodenal obstruction during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, when the stent is released in step 2, deployment is not possible because significant resistance is encountered, causing the delivery device to break. The procedure was completed by replacing and using another of the same device through the initial puncture site. Aside from the reported 20-minute delay in the procedure, there were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenal obstruction during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it was possible to observe the slider detached and broken. Media analysis confirmed the reported event of handle break as the stent was observed in this condition. However, the stent partially deployed event could not be confirmed. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Regarding the handle break, it was most likely do to procedural factors as lesion characteristics, handling of the device, the technique used by the physician. Additionally, based on the information provided, the as reported code device use of device issue - misuse can be confirmed. On the other hand, the clinical observation could not be confirmed as they happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause. Therefore, taking all available information into consideration, the overall root cause of the reported events is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a duodenal obstruction during a gastrojejunostomy procedure.